Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr) and tissue damage are included in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported clip migration resulting in reported tissue damage could not be determined. The reported mitral regurgitation (mr) was cascading event of tissue damage. The reported additional therapy/non-surgical treatment and hospitalization were a result of a case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip movement and tissue damage. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2020, treating degenerative mitral regurgitation (mr) of grade 4. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2020, the patient underwent a second mitraclip procedure. Recurrent mr of grade 4 was noted, as well as a new posterior flail. The clip was noted to be attached to both leaflets, but had moved on the posterior leaflet, causing the flail. No other tissue damage was noted. One additional xtr clip was implanted and the mr was reduced to grade 1-2. There was no adverse patient effect related to the second implanted clip and no clinically significant delay. No additional information was provided.